Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Getting a right motor fault. Also, both motor brushes have oil on them. Only one MDR report will be submitted for this event, although two different complaints were created because the other is not reportable. The file numbers are the following: (B)(4).

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Both motor brushes have oil on them. MDR filed.